Event description:
The caller reported a size 8 shiley tracheostomy tube was placed in the pt in 2008, and broke when the doctor was removing it from the pt. The caller reported that it had been in the pt for more than 20 days, and the pt had the tracheostomy tube replaced. They discovered that the flange had cracked by the outer cannula. Caller states she does not have the lot or type of size 8 tracheostomy tube.

Manufacturer narrative:
The lot # is unk. No analysis or conclusions can be drawn without the device or the lot #. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a f/u report will be submitted.